Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the surgeon, the patient's magnet was explanted (date not reported), subsequent to the patient experiencing extrusion of the magnet. The patient is still currently wearing the device with a headband.